Event description:
Reportedly, during the interrogation of the imported pacemakers, the subject device was found with the implantation date filled. Several attempts were performed and the implanted date was still displayed.

Manufacturer narrative:
Please refer to the updated analysis report.

Event description:
Reportedly, during the interrogation of the imported pacemakers, the subject device was found with the implantation date filled. Several attempts were performed and the implanted date was still displayed.